Event description:
It was reported that a patient presented to the emergency room with symptoms of lightheadedness. Device interrogation revealed failure to capture on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
UDI # not available as product was manufactured on or before 23 sep 2014.